Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was confirmed and attributed to the electrostatic discharge (esd) board. The esd board was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.